Event description:
According to the reporter: patient underwent a laparoscopic cholecystectomy procedure and the clip applier device was used. The procedure went well. Post operatively, the patient died. The autopsy found fluid in the abdomen and found a free floating clip.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.